Event description:
It was reported that there was some redness at the pump pocket site and ¿unknown infection¿ which required total device system explant and replacement. There was ¿unknown product issue¿ and the healthcare professional (hcp) requested analysis of the explanted pump. A positive culture for coagulase negative staphylococcus was found (B)(6) 2015 whichwas obtained from the device pocket and lumbar region. The patient did not have meningitis. The patient was treated with oral antibiotics and the infection was ongoing. The patient¿s last refill was noted to have been (B)(6) 2014 and the patient had no drug withdrawal. The hcp noted that the patient had pre-implant risk factors of debilitated status and ¿postoperative wound or skin contamination;¿ the patient had a mitrofanoff urostomy near the pump site. The right abdominal pump site had a history of multiple surgeries and revisions. A dacron pouch was present. The pump was ¿thinning out the skin at the edge and was almost eroded through.¿ the hcp stated that there was ¿poor skin condition¿ when the pump had been revised on (B)(6) 2015. The pump was used to infuse baclofen (lioresal). No outcome was reported for this event. Fol low up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that perioperative antibiotics were administered. The onset of the redness on the right side was stated to be (B)(6) 2015. A culture was obtained from the device pocket on (B)(6) 2015. The patient did not have meningitis. The organism found was coagulase negative staphylococcus. Oral antibiotics were given. The infection was stated to have resolved. The new system was implanted on the left side.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
The removal of the pump for an unknown reason will be followed in mfg. Report# 3004209178-2015-03932.